Manufacturer narrative:
A field service engineer (fse) was at the customer's site and observed valve (vl48b) broken. The fse replaced the valve resolving differential background failure and laser errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer failed startup on the diff background count. There were laser offset too high error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.